Event description:
Dealer alleges bearing was corroded. No injury.

Manufacturer narrative:
(B)(4) issued MFR. Report # 1525712-2012-03367 indicting the model as a 3gtq3-cg powered wheelchair when the actual model is a ct6a manual wheelchair. The manufacturer stays the same.